Event description:
A customer reported experiencing a cartridge alarm during the pumping process, and it was not previously reported for this pump. There was no information available regarding any impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, informed the customer, and provided steps for using a replacement pump, which included continuing with the current pump and multiple daily injections if needed. The customer was instructed on returning the problematic pump and acknowledged the instructions.